Manufacturer narrative:
The actual device in the incident was returned to the MFR to be evaluated. The sample consisted of the cannula separated from the hub. The cannula was noted to have the safety clip deployed over the tip. Microscopic eval revealed no portion of the cannula inside the hub. The detached cannula also appeared intact. No specific conclusions can be drawn at this time. Although there is no current, unused inventory of the reported lot of product, 25 unused samples from a lot currently in b. Braun's inventory were tested for integrity of the cannula needle to hub joint by pull testing. All samples exceeded the minimum separation force spec. The sample and all available info has been provided to the actual MFR; b. Braun medical industries.

Event description:
As reported by the user facility: a nurse inserted an IV, when she proceeded to remove the stylet she pulled back and the plastic attached to the proximal end of the stylet came off. The stylet remained inside the catheter in the pt's vein. The nurse was able to remove the stylet without any complications. The safety clip on the end of the stylet did engage. Add' info provided by the facility indicated the needle was removed without complications and the pt suffered no adverse sequela associated with this incident.